Event description:
It was reported the rigid video scope had a fog free function error message e104. The issue was found before the unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ (blank) . E3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and a correction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the distal end of the insertion section had contour sharpness. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope had a fog free function error message e104. The issue was found before the unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm.